Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant in japan reported that the patient on day one of impella cp support developed severe lower limb ischemia. The impella was removed. It was also reported that patient care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.2 revised as required intervention was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25284. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25284 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25284. H.6 component code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25284 and a new code was added.